Event description:
A small external fixator (30000) was applied to an adult to treat a humeral fracture. Approx. 40 days later the cortical screws (4.5/3.5mm) broke (2 screws). A second surgery was performed to replace the screws.